Manufacturer narrative:
Initial.

Event description:
It was reported that the user dropped the ilet pump, resulting in a cracked and broken insulin cartridge with glass fragments lodged in the pump, and initial difficulty removing the cartridge; during troubleshooting, the user successfully removed the fragments and completed a dry run without alarms. Symptoms included no reported injury or adverse clinical effects. Outcomes included restoration of normal device function after the dry run without medical intervention. Investigation included guided troubleshooting and functional verification. Investigation of this case revealed a user-handling event causing cartridge breakage and transient obstruction, with the pump hardware functioning as designed once debris was cleared. It was concluded, based on previously established findings for similar reports, that the cause was device damage from impact and user-related handling, not an intrinsic device malfunction.